Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the pump was removed on (B)(6) 2015 because the device was incorrectly installed. Additional information has been requested regarding the drug in the pump, including dose and concentration; other medications taken; the patient's medical history; symptoms; what the issue was; what troubleshooting was performed; and the cause of the issue, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.